Event description:
It was reported that patient presented for scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was found to be micro-dislodged. The rv lead was not implanted, and an alternate lead was implanted instead on 14 mar 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead micro-dislodgement. As received, a complete lead was returned in one piece with the helix clogged with blood/tissue. Final analysis didn¿t find any anomalies except for procedural damage.